Manufacturer narrative:
Unit passed self-test, a21 error test and displacement test. Unit was downloaded to care link properly. However several a47 alarms were found at the alarm history file. A47 alarms due to a corrupted history file. Unit care link report show at daily total for (B)(6) 2015 of 64.9 units. Total of 14.6 units were delivered by bolus programming and 50.3 units of basal delivery. The 14.6 unit delivered was confirmed at the pump bolus history. However, no history was found at the pump daily totals history file due to a47 alarms. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump is alarming. The blood glucose reading is 161 mg/dl. Customer states that they were missing data.